Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while advancing the smart coil through the microcatheter, the smart coil unintentionally detached within the microcatheter. Therefore, the microcatheter was removed containing the detached smart coil. The procedure was completed using other coils. No further details were provided.